Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a sensing failure was noted post operatively and lack of slack was seen on the right atrial (ra) lead. Dislodgement of the lead was confirmed by x-ray. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.